Event description:
It was reported that a patient with a 23mm 11500a aortic valve, has been placed under consideration for a valve-in-valve procedure after an implant duration of 2 years, 11 months due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, h6 (device code).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, investigation conclusions). "It was learned that a patient with a 23mm 11500a inspiris resilia aortic valve was explanted after an implant duration of 3 years, 4 months due to holes in leaflets, leading to aortic stenosis and regurgitation. The explanted device was replaced with a 25mm 11500a valve." Per the product evaluation summary, "customer reports of holes in leaflets and regurgitation were confirmed through leaflet damage observed in image evaluation. Report of stenosis was unable to be confirmed due to valve condition as received. As received, leaflets 2 and 3 had cuts of approximately 9mm x 3mm on leaflet 2 and 8mm x 3mm on leaflet 3. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. The valve condition as received did not match the photos of the valve provided by customer. Three color images were provided of the valve without cut leaflets and valve appeared to have perforations on two of the three leaflets. The perforations appeared beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Sutures were not present on the returned valve." If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is patient factors, including leaflet damage due to suture tail abrasion.

Event description:
It was reported that a patient with a 23mm 11500a inspiris resilia aortic valve, has been placed under consideration for a valve-in-valve procedure after an implant duration of 2 years, 11 months due to severe degeneration leading to aortic stenosis and regurgitation. The procedure is scheduled.

Manufacturer narrative:
Product evaluation: the customer reports of holes in leaflets and regurgitation were confirmed through leaflet damage observed in image evaluation. Report of stenosis was unable to be confirmed due to valve condition as received. As received, leaflets 2 and 3 had cuts of approximately 9mm x 3mm on leaflet 2 and 8mm x 3mm on leaflet 3. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. The valve condition as received did not match the photos of the valve provided by customer. Three color images were provided of the valve without cut leaflets and valve appeared to have perforations on two of the three leaflets. The perforations appeared beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Sutures were not present on the returned valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b3, b5, g3, g6, h2, h6 (impact code, device code).

Event description:
It was learned that a patient with a 23mm 11500a inspiris resilia aortic valve was explanted after an implant duration of 3 years, 4 months due to holes in leaflets, leading to aortic stenosis and regurgitation. The explanted device was replaced with a 25mm 11500a valve. From picture evaluation, the holes in the leaflets are likely cause by suture tail abrasion.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (component code, type of investigation, investigation findings, and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld), coronary artery disease (cad), diabetes mellitus (dm), smoking.